Manufacturer narrative:
The insulin pump esc and act buttons did not respond due to flattened button dome switches. Analysis was unable to verify motor error alarm due to no button response. The motor passed motor test. The insulin pump had scratched display window and cracked display window corner. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.